Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulty removing the balloon was encountered. The physician successfully deployed the taxus express2 8.8% 3.0 mm x 169 mm stent. The stent was deflated, but the physician met resistance removing the balloon. The balloon was finally removed per unknown measures. No pt injuries or complications were reported.